Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a lobectomy procedure, closed the device and went to fire, no power. Switched battery and attempted another firing, no success as no power. Removed device and used a tx. Upon inspection on back table, there was a piece of yellow plastic broken inside the firing handle. Surgery was delayed by 5 minutes, there were no fragments generated, the procedure was successfully completed, and there was no patient consequence.

Manufacturer narrative:
(B)(4).batch # t5cv8j. Device analysis: the analysis found that one psee60a device was returned with no apparent damage and with a gst60g cartridge reload loaded on the device. The cartridge reload was received unfired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.